Manufacturer narrative:
Citation: sivaprakasam m.; et al. Early multicenter experience of a new balloon expandable myval transcatheter heart valve in dysfunctional stenosed right ventricular outflow tract conduits. Ann pediatr cardiol. 2021 jul-sep;14(3):293-301. Doi: 10.4103/apc.apc_242_20. Pmid: 34667399. Epub 2021 aug 26. Earliest date of publication used for date of event. Medtronic products referenced: contegra (PMA# h020003, product code: mwh). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding clinical trials of a new balloon-expandable transcatheter implantable valve for use in the right ventricular outflow tract (rvot). All data were retrospectively collected from case records from multiple indian medical centers. The study population included seven patients, involving a mixture of teenage and adult patients who had all undergone prior surgical repairs of congenital heart disease and later developed rvot stenosis. Multiple manufacturer¿s devices were implanted in the study population. Three patients (two female: 1 male, mean age 21 years, mean weight 46.3 kg) had previously undergone surgical implantation in the rvot with medtronic contegra bioprosthetic valved conduits between 2009-2012 (unique device identifier numbers not provided). All patients underwent rvot stenting and then transcatheter pulmonary valve implantation (tpvi) with 23-mm non-medtronic valves. Among the three medtronic contegra patients, adverse events included: rvot/pulmonic conduit stenosis with elevated trans-conduit gradients requiring tpvi and stenting to resolve. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.